Event description:
It was reported that a vns patient was explanted of vns therapy system due to infected lead. Follow-up with the surgeon's office indicated the generator and lead were removed due to infection. Furthermore, the cause of the infection was unknown and no cultures were taken to confirm the infection.

Event description:
Customer reportedly received results of 38 mg/dl and 135 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.